Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for hygiene microbiological investigation (hmi) results, device return and device evaluation findings. Prior to device evaluation, olympus scope was sent to an independent laboratory for culture testing. The distal end unit, instrument/biopsy/suction channel, air/water channel and auxiliary channel were sampled and there was no bacterial detection. The obtained results are in conformance with the requirements. The returned device was evaluated at the repair center. The switch button 1 had a cut. The light guide lens was chipped. The coating of the connecting tube was peeled. The bending section cover had wear. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to damage on bending tube, metal part is sticking out from breakage on bending section cover. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is available.

Event description:
The hygiene microbiological investigation (hmi) report from the customer indicated that 0.7 cfu/ml endoscope rinsing fluid from the air/water channel tested positive for presence of staphylococcus aureus. The rinsing solution from the suction channel was tested and 8 cfus of micrococcus luteus and 4 cfus of bacillus species was identified.

Event description:
The customer reported to olympus, the loaner evis exera ii colonovideoscope tested positive for unexpected contamination. The hygiene microbiological investigation (hmi) findings indicated presence of microorganism in the scope. The issue was found during a reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Follow up in progress to obtain additional information regarding the event and hygiene microbiological investigation (hmi) results. The device was returned. Device evaluation anticipated, but not yet begun. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is provided by the user facility.